Manufacturer narrative:
Manufacturer¿s ref: (B)(4). Summary of investigational findings: the transcatheter aortic valve replacement system was advanced along the wire guide but failed to reach the intended cardiac location. Repeated attempts were unsuccessful, and the guidewire was withdrawn and replaced with a new one to complete the procedure. The wire guide was returned in the holder. The tip of the straight wire guide was found curved and the inner mandril had fractured and protruded the windings approximately 4cm from the most distal tip. These damages are mostly experienced if the wire guide tip is altered prior to use. During analysis the outer diameter was found according to specifications (ie within 0.893mm) thus not explaining the difficulties experienced during advancement of the 0.97mm valve replacement system. However, the advancement difficulties may have been caused by the curved and damaged wire guide tip, but this is pure speculation based on the information provided. There are adequate controls in place to ensure the device was manufactured to specifications. It is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). D3) (B)(6). G1) (B)(6). G4) similar to device marketed under PMA/510(k): k220137. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the wire guide reaches the target position, transcatheter aortic valve replacement system was advanced along the wire guide, during this process, the system fails to reach the intended cardiac location. Repeated attempts were unsuccessful, and the guidewire was withdrawn and replaced with a new one to complete the procedure. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.